Event description:
It was reported that the 3.0x20 mm nc trek balloon ruptured on the 2nd inflation at 18 atmospheres without consequences to the patient. There was no resistance felt during advancement of the balloon catheter to the lesion. A new nc trek was used to complete the case successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint-handling database was performed and no other incidents have been reported for this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.